Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump received with no down, center, right and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test and voltage verification test or verify lost sensor alarm due to buttons not responding. No moisture damage on electronics assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the customer reports still massive issues with continuous glucose monitoring. Signal lost. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.